Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the tip of the catheter appeared bent on fluoroscopy. The catheter was removed from the patient and confirmed that the tip was bent and falling off. The tip then detached from the catheter. Another tactiflex was used to complete the procedure with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Visual inspection revealed the flex tip of the catheter had been fractured and detached, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Corrected h6 code: medical device problem code.

Manufacturer narrative:
Additional information: h11. Correction h6 investigation conclusion code. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip of the catheter had been fractured and detached, consistent with the reported event. Further analysis of the fracture indicated a ductile overload fracture, with a major stress component parallel to the catheter long axis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging.